Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 57-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient developed a thrombus and experienced persistent suction issues during impella support. The ongoing alarms were silenced and the patient was given a bolus of heparin to counteract the thrombosis. Support continued with the implanted pump.

Manufacturer narrative:
Thrombus - the cause of the issue is patient condition as thrombus was observed in the imaging during process. Low pump flow - 1200+ suction alarms were observed on the logs occurring intermittently. The cause of the low pump flow was patient condition since there was in decline in the rv function as well as the logs indicated flatline in the motor current. Purge leak (cassette) - the root cause of the purge cassette leak was unable to be determined as no product was returned for investigation. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.